Manufacturer narrative:
The suspected device was returned for evaluation. Review of the event history log (ehl) showed an error code. The device was visually inspected, found liquid crystal display (lcd) lens scratched, upstream occlusion (uso) seal contaminated, and downstream occlusion (dso) seal cracked. During functional testing, it was found that the on and off-key was malfunctioning and bad printed wired assembly (pwa). Due to fluid ingress unit has been deemed a ber (beyond economic repair). The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, "the pump had blue led on but does not turn on". During device evaluation it was found the downstream occlusion (dso) seal was cracked.